Manufacturer narrative:
The target lesion exhibited 80-85% stenosis. A sprinter balloon was used for pre-dilation. A 2.25 x 14 mm resolute device was able to cross the lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a non-tortuous, non-calcified lesion in the lad using a resolute integrity (rx) drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. It was reported that the device failed to cross the target lesion and upon removal the stent was noted to be damaged. The physician proceeded to pre-dilate the lesion again. No patient injury reported.